Event description:
It was reported that a patient received a burn on their leg after a standard gynecological resection procedure. Customer placed the scope on top of the patient during the procedure. After removal of product, a deep black charring burn was noticed on sterile drape after a minute or two of the device being on the drape. After removal of drape there was a large burn on female patient's leg that was charred in the middle and white surrounding in appearance and 4 by 7 inches in diameter. Customer claims that grounding pad was placed on the same patient leg. Account claims that they did not activate the lightsource while the scope was on the patient.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be submitted with investigation results.